Event description:
It was discovered that a stent that was implanted three months earlier had fractured. This was discovered when a symptomatic patient with leg pain, presented to the hospital and was treated with tpa that day for clotting in the stented area. The patient returned the next day to be evaluated, and it was discovered that one of the three stents had fractured in the abductor canal. An angioplasty was performed and the patient was re-stented. No reported injury to the patient.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample has not been returned for evaluation as it remains implanted in the patient. The received x-ray shows two stents placed in the distal sfa with an overlap of approximately 30 mm. The distal stent shows a complete fracture approximately 40 mm from the distal stent end. The stent is subject to considerable mechanical stress in the distal sfa, which can be considered as the cause of the fracture. This application represents an off-label use. The information for use (IFU) currently supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.